Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, e1(initial reporter, email), e2, e3, e4, g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. Corrected fields: d5, e3, e4. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that when the unit was removed from trolley the pim leak test passed. The fse tightened up the connections between the quick disconnect fitting and the helium tank on the the hospital cart. The unit was retested and passed all functional and safety tests before returning to normal use.

Event description:
It was reported by getinge fse during pm that the cardiosave intra-aortic balloon pump (iabp) had auto fill failure with error code 37 and failed the pim leak test. Equipment as been taken out of use. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had auto fill failure and customer ran tests however not working. Equipment as been taken out of use. No harm reported.